Event description:
It was reported that during a hand assisted sigmoid colectomy procedure, the device was fired and the handles were opened but the jaws remained closed. The articulation joint came unattached. The surgeon manually manipulated the tissue out of the jaws. The device was being used with a blue load and no buttressing material. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 12/12/2008. Information anticipated, but unavailable at this time.